Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024 patient's parent reported that 5 infusion sets fell off during use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.